Event description:
It was reported that patient was suffering from respiratory failure and peripheral synapses with hypotension subp = 60mmhg and def. Patient was immediately intubated, vent and put on support. Due to persistant hypertension and support and acute renal failure, pressure full and edema, the patient required an intra-aortic balloon (iab). Iab was inserted via right femoral artery. After insertion, blood pressure picked up, 100mmg from 60mmg. The pump alarmed "catheter leak." As a result, the iab was exchanged. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.